Event description:
It was reported that a vented paclitaxel set leaked from the filter before use. It is unknown in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Per the customer, this device is not available for evaluation. Should the device and/or any additional relevant information becomes available, a follow-up report will be submitted.